Event description:
Reporter noted complications with two pts using 25 gauge surgery system. Two week old cataract clear corneal incision opened suddenly when trocar was inserted. Pt presented with severe hypotony; then hemorrhagic choroidal detachment. Pt has had 3-4 surgeries, and has regained some vision.